Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photographic device evaluation: a review of the device through photos noted rupture can be observed. As microscopic analysis can not be performed, an assessment of the opening is not possible.

Event description:
Patient reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification) no further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported right side rupture. Device has been explanted and replaced with non-allergan device.

Event description:
Patient reported right side rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.